Manufacturer narrative:
Block h6: device code a051104 is being used to capture the reportable event of needle shaft failure to close.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used in the stomach during a transoral outlet reduction (tore) procedure on (B)(6) 2026. During the procedure, the needle shaft failed too fully close. The patient's tissue was stuck on the handle and manipulation of the handle released the tissue. The procedure was completed with a new overstitch handle. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a051104 is being used to capture the reportable event of needle shaft failure to close. Device evaluation: block h11: the returned overstitch ess sx was analyzed. A visual inspection was performed. The device was returned without the anchor exchange. During the visual inspection it can be seen that the working length was detached. It is also possible to identify kinks in the tubing channels and failure to retract and close the handle. The reported event of needle shaft failure to close can be confirmed. A risk review of the overstitch ess sx was completed and confirmed that the events of needle shaft failure to close, catheter detached/separated and catheter bent/kinked were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the most probable cause selected is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. Most likely procedural factors such as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used in the stomach during a transoral outlet reduction (tore) procedure on (B)(6) 2026. During the procedure, the needle shaft failed to fully close. The patient's tissue was stuck on the handle and manipulation of the handle released the tissue. The procedure was completed with a new overstitch handle. There was no patient complications reported as a result of this event.